Event description:
A (B)(6) male pt contacted zoll customer support to report that his device gave a message to call for service. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (message to call for service) has been confirmed. Upon eval, the belt connector was damaged. The cause of the message to call for service is an interruption in communication with the electrode belt. The cause of the interruption in communication is a damaged j1001 connector (belt connector) on the computer / analog (ca) board. The cause for the damaged j1001 connector is a detached belt receptacle. The cause for the detached belt receptacle cannot be positively identified but is likely excessive force. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.